Event description:
The customer contacted carefusion tech support to report low o2 inlet alarm and check o2 cal alarms. The reported incident occurred while the ventilator was on a patient, however according to the customer, there was no patient harm. The patient was switched to another ventilator. Alarms were present and visible. Field service was requested by the customer.

Manufacturer narrative:
(B)(4). Carefusion field service evaluated the ventilator. He was able to confirm the o2 cal alarms by checking the event log, however he was unable to confirm the low o2 inlet alarm. He determined that the root cause of the reported event was that the ventilator needed to be calibrated. He calibrated the ventilator and made adjustments, then ran operational tests to assure that the ventilator was performing according to MFR standards, prior to returning it to the MFR.